Event description:
It was reported that the wake button was not working. Customer reported pressing wake button would not take you to the home screen. Customer's blood glucose level was 80-200 mg/dl. The customer will continue to use current pump.